Manufacturer narrative:
Revision planned for pt with a bicompartmental knee implant. Review of the device history record indicates that the device was mfg to spec.

Event description:
Revision planned for pt with a bicompartmental knee replacement.